Event description:
It was reported the electrical cord emitted sparks. Visual inspection of the unit revealed a break in the line cord near the strain relief. The customer had modified the switch in an effort to repair it themselves.